Event description:
A patient reported blood glucose results of "8.0 mmol/l, 12.0 mmol/l and 10.0 mmol/l" with a lifescan meter, performed within 10 minutes of each other. The meter and test strips are being replaced.